Manufacturer narrative:
Abbott field service inspected the analyzer and investigated the issue. The technician found no damage to the architect i2000sr analyzer. However, damage/ burn was found on the scc power unit, possibly due to a power short circuit. The power supply, scc-f+ (rohs)_part number 7-206072-01 was determined to be the cause of the issue. The power unit, which contains the scc power supply was replaced to resolve the issue. Review of the instrument service history revealed no additional issues of smoke reported for the analyzer on or around the date of this complaint. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoke/ burn was limited to a small area; damage did not spread to other parts of the instrument. A review of complaint and trending data did not identify any trends for tickets with replacements of the power supply, scc f+ part. A review of architect i2000sr tracking and trending data did not identify any systemic issues or trends related to the issue identified in this complaint. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the architect i2000sr analyzer was identified.

Event description:
The customer reported they observed visible smoke from the architect scc connected to the architect i2000sr analyzer. The customer indicated the smoke was observed following resetting the ups and turning the power to the scc back on. Field service found damage/ burn marks on the scc power supply was broken and the cause of the smoke. No fire was observed. No injuries and no impact to patient management was reported.